Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report pump error 23 alarm and a low battery alarm. Customer's blood glucose reading was unknown. Customer was assisted with troubleshooting the insulin pump. Customer called back to report a power loss alarm and a pump error 23 alarm. The device was replaced and will be returned.